Event description:
Customer went to remove her cup before bed and could not reach the tip of the stem even with bearing down. Customer decided to sleep with the cup in hoping that in the morning she would successfully remove the cup. After getting up and walking around for 45 minutes, customer attempted again and could not remove the cup. Customer emailed us, and ultimately sought the help of a physician to remove the cup. Physician used gynecological speculum and a hook like device to remove cup, then discarded the cup. The device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. The device history record (DHR) was not reviewed as the customer did not save that information. This event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.